Manufacturer narrative:
We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle and cannula did not deploy, indicating a failure of the needle mechanism. The blood glucose (bg) levels were unaffected.